Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® titanium large hexed screw (ilrght) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported product was located on tooth # 21 (fdi) and used for approximately 2 years. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the ilrght dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported the bridge was loose, screw on tooth 21 was fractured. The reported complaint could not be verified with the information provided. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number: k072642. Item will not be returned to the manufacturer.

Event description:
It was reported that the prosthetic screw fractured in the patient's mouth.